Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('they found my missing coil in my uterus in tiny little pieces') and genital haemorrhage ('ablation made me bleed 3 weeks out of the month for 7 years/ constant bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I have 3 coils inside my body/3 coils". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("colicky pain"), dysmenorrhoea ("cramps"), device expulsion ("a coil was in my uterus/floating in my uterus"), uterine scar ("my uterus was heavyly scarred"), endometriosis ("endometriosis") and ovarian cyst ("3 cm cyst/ ovarian cyst") and was found to have the first episode of uterine leiomyoma ("fibroids") and the second episode of uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and hysterectomy). Essure was removed. At the time of the report, the device breakage, abdominal pain, dysmenorrhoea, endometriosis and the last episode of uterine leiomyoma outcome was unknown and the genital haemorrhage, device expulsion, uterine scar and ovarian cyst had resolved. The reporter considered abdominal pain, device breakage, device expulsion, dysmenorrhoea, endometriosis, genital haemorrhage, ovarian cyst, uterine scar, the first episode of uterine leiomyoma and the second episode of uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain, device breakage, device expulsion, dysmenorrhoea, endometriosis, genital haemorrhage, ovarian cyst, uterine leiomyoma ,uterine scar, fibroids. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(4)2020: social media received: reporter added, event added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('they found my missing coil in my uterus in tiny little pieces') and genital haemorrhage ('ablation made me bleed 3 weeks out of the month for 7 years') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I have 3 coils inside my body/3 coils". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("a coil was in my uterus"), uterine scar ("my uterus was heavily scarred") and cyst ("3 cm cyst"). The patient was treated with surgery (ablation and hysterectomy). Essure was removed. At the time of the report, the device breakage, device expulsion, uterine scar and cyst outcome was unknown and the genital haemorrhage had resolved. The reporter considered cyst, device breakage, device expulsion, genital haemorrhage and uterine scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: 3 cm cyst. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('they found my missing coil in my uterus in tiny little pieces') and genital haemorrhage ('ablation made me bleed 3 weeks out of the month for 7 years') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I have 3 coils inside my body/3 coils". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("a coil was in my uterus"), uterine scar ("my uterus wass heavily scarred") and cyst ("3 cm cyst"). The patient was treated with surgery (ablation and hysterectomy). Essure was removed. At the time of the report, the device breakage outcome was unknown and the genital haemorrhage, device expulsion, uterine scar and cyst had resolved. The reporter considered cyst, device breakage, device expulsion, genital haemorrhage and uterine scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event outcome were added recovered/resolved based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('they found my missing coil in my uterus in tiny little pieces') and genital haemorrhage ('ablation made me bleed 3 weeks out of the month for 7 years') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("a coil was in my uterus"), uterine scar ("my uterus was heavily scarred") and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, device expulsion and uterine scar outcome was unknown and the genital haemorrhage had resolved. The reporter considered device breakage, device expulsion, genital haemorrhage and uterine scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: genital haemorrhage, uterine scar, device expulsion, device breakage. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('they found my missing coil in my uterus in tiny little pieces') and genital haemorrhage ('ablation made me bleed 3 weeks out of the month for 7 years/ constant bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I have 3 coils inside my body/3 coils". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("colicky pain"), dysmenorrhoea ("cramps"), device expulsion ("a coil was in my uterus/floating in my uterus"), uterine scar ("my uterus was heavyly scarred"), endometriosis ("endometriosis"), ovarian cyst ("3 cm cyst/ ovarian cyst") and feeling abnormal ("brain fog as well") and was found to have the first episode of uterine leiomyoma ("fibroids") and the second episode of uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and hysterectomy). Essure was removed. At the time of the report, the device breakage, abdominal pain, dysmenorrhoea, endometriosis, the last episode of uterine leiomyoma and feeling abnormal outcome was unknown and the genital haemorrhage, device expulsion, uterine scar and ovarian cyst had resolved. The reporter considered abdominal pain, device breakage, device expulsion, dysmenorrhoea, endometriosis, feeling abnormal, genital haemorrhage, ovarian cyst, uterine scar, the first episode of uterine leiomyoma and the second episode of uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain, device breakage, device expulsion, dysmenorrhoea, endometriosis, genital haemorrhage, ovarian cyst, uterine leiomyoma ,uterine scar, fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: social media received- new event brain fog as well were added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('they found my missing coil in my uterus in tiny little pieces') and genital haemorrhage ('ablation made me bleed 3 weeks out of the month for 7 years') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I have 3 coils inside my body/3 coils". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("a coil was in my uterus") and uterine scar ("my uterus wass heavyly scarred"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, device expulsion and uterine scar outcome was unknown and the genital haemorrhage had resolved. The reporter considered device breakage, device expulsion, genital haemorrhage and uterine scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- " genital haemorrhage, uterine scar, device expulsion, device breakage, and device use issue". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('they found my missing coil in my uterus in tiny little pieces') and genital haemorrhage ('ablation made me bleed 3 weeks out of the month for 7 years/ constant bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I have 3 coils inside my body/3 coils". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("a coil was in my uterus/floating in my uterus"), uterine scar ("my uterus was heavily scarred"), cyst ("3 cm cyst/ ovarian cyst"), gastrointestinal motility disorder ("colic pain ") and dysmenorrhoea ("cramps"). The patient was treated with surgery (ablation and hysterectomy). Essure was removed. At the time of the report, the device breakage, gastrointestinal motility disorder and dysmenorrhoea outcome was unknown and the genital haemorrhage, device expulsion, uterine scar and cyst had resolved. The reporter considered cyst, device breakage, device expulsion, dysmenorrhoea, gastrointestinal motility disorder, genital haemorrhage and uterine scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: reporter added gi disorder and cramps added. On 20-mar-2020: reporter added. On 20-mar-2020: new reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('they found my missing coil in my uterus in tiny little pieces') and genital hemorrhage ('ablation made me bleed 3 weeks out of the month for 7 years') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I have 3 coils inside my body/3 coils". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("a coil was in my uterus") and uterine scar ("my uterus was heavily scarred"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, device expulsion and uterine scar outcome was unknown and the genital hemorrhage had resolved. The reporter considered device breakage, device expulsion, genital hemorrhage and uterine scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- " genital hemorrhage, uterine scar, device expulsion, device breakage, and device use issue". Most recent follow-up information incorporated above includes: on 15-jan-2020: information received via social media. Event" I have 3 coils inside my body/3 coils" was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('they found my missing coil in my uterus in tiny little pieces') and genital haemorrhage ('ablation made me bleed 3 weeks out of the month for 7 years/ constant bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I have 3 coils inside my body/3 coils". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("a coil was in my uterus/floating in my uterus"), uterine scar ("my uterus was heavily scarred"), ovarian cyst ("3 cm cyst/ ovarian cyst"), abdominal pain ("colicky pain"), dysmenorrhoea ("cramps") and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and hysterectomy). Essure was removed. At the time of the report, the device breakage, abdominal pain, dysmenorrhoea, endometriosis and uterine leiomyoma outcome was unknown and the genital haemorrhage, device expulsion, uterine scar and ovarian cyst had resolved. The reporter considered abdominal pain, device breakage, device expulsion, dysmenorrhoea, endometriosis, genital haemorrhage, ovarian cyst, uterine leiomyoma and uterine scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Events " endometriosis and fibroids¿ was added. Reporter were added. Along with "correction due to discrepancy between coding action item and match point coder query" : event" colicky pain" was recoded to "colicky pain" (previously coded as bowel motility disorder). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.